Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous transluminal coronary angioplasty. The target lesion was located in the distal right coronary artery. A 3.50 x 20mm synergy megatron drug-eluting stent (des) was deployed. However, a non-flow limiting distal stent edge dissection was observed. Another des was deployed to cover the dissection, and the procedure was completed. There patient was stable post procedure.